Manufacturer narrative:
Initial reporter address, phone: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a low drain volume alarm. The patient was connected at the time of the alarm. This occurred during drain one of four of peritoneal dialysis (pd) therapy. During troubleshooting, it was reported that there were lot of bubbles in the patient line of the homechoice cassette. Renal therapy services (rts) assisted the patient in ending therapy session and advised the patient to start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.